Event description:
The customer called concerned that the insulin pump was delivering more insulin than he programmed. Troubleshooting was performed, and all of the programming seemed correct. However, the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or ot the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will be follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent motor error alarms due to faulty force sensor. The insulin pump was monitored for three days, several bolus profiles were programmed and delivered. No unexpected bolus delivery was noted. The motor was tested outside the device and passed. The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime excessive no delivery and displacement tests.